Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for replacement of the right atrial (ra) lead. A device interrogation revealed that the lead exhibited a steady increase in pacing impedance and elevated capture threshold. The lead was explanted and replaced. The patient was stable.